Event description:
While performing pre-use checks, customer noticed that the simv, upper and lower volume alarm limit and inspiratory percent time potentiometers were acting erratically. The ventilator was sent to the biomed dept. The biomed replaced the defective potentiometers, calibrated and functionally checked ventilator. Ventilator was functioning according to all MFR's specs. Ventilator was returned back to service. There were no patient injuries.